Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported to philips that the device had a unresponsive navigational ring. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:18mar2021. B4:20mar2021. A philips field service engineer (fse) was dispatched to the customer site. The fse confirmed and replaced the front bezel to resolve the reported issue. The device passed performance verification testing. The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.